Event description:
On (B)(6) 2012 a representative with (B)(6) reported that she had an ivory clamp. She wrote that, "we have received end of last week a new complaint concerning clamp ss 7. The customer returned the clamp due to the fact that it is broken. The s/n on the clamp is (B)(4). Please, let me know, whether you want me to return this clamp for further investigation."

Manufacturer narrative:
Due to the clamp breakage and inability to further evaluate the malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Conclusion - device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." One clamp was returned broken. Cause of breakage: customer misuse. The clamp is distorted from it's original shape and it is evident that the clamp was contorted (the pitch of the jaws of the clamps were adjusted at opposite angles in an extreme and possibly repetitive manner). This manipulation caused permanent deformation to the clamp and subsequently breakage of the clamp.